Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found one haptic torn. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+1.5/085 (sphere/ cylinder/ axis), within the same surgery due to excessive vaulting. The lens was replaced during the same surgery with another same model/ length lens (the lens was implanted vertically) but the problem was not resolved. See MFR. Report # 2023826-2021-04656 for replacement lens. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.